Event description:
The customer commented on a (B)(6) saalt cup academy thread that she had an experience where she could not remove her cup on her own and required medical intervention to have the cup removed. Saalt responded to this customer directly on the thread and did not receive any response. No other information is known.